Event description:
On (B)(6) 2012, customer reported a leak at the dispense probe of the lh750 slidemaker. Customer stated that the leak was contained inside the instrument, and the volume of the leak was undetermined. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found no signs of an active leak. Fse only found residual blood that had not been cleaned up after a previous leak had been resolved two weeks earlier (MDR 1061932-2012-01423). Fse noted that the customer noticed the residual blood and thought the instrument was still leaking.

Manufacturer narrative:
(B)(4).